Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the suture was received in two pieces. The device broke at the transition point of the round to flat sections. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 5/25/2022, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak repair suture snapped when the guide was pulled out. A new product was opened and case was completed without further issues. This was discovered during a bankart repair on (B)(6) 2022 additional information received on 5/27/2022: the anchor was removed after the sutures broke and another ar-3638 knotless fibertak was implanted in the same bone socket that was previously drilled.